Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read-. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Final analysis confirmed normal battery depletion.